Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 71 years old at the time of study enrollment. H6: patient codes: removed restenosis. H6: impact codes: corrected from serious injury/illness/impairment to minor injury/illness/impairment.

Event description:
Elegance clinical trial. It was reported that intramural hematoma occurred. The subject underwent treatment with ranger drug-coated balloons on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left common femoral artery with 6 mm proximal reference vessel diameter and 6.5 mm distal reference vessel diameter with lesion length of 60 mm and 80% stenosis and tasc ii a lesion. Prior to target lesion treatment with study device, atherectomy was performed with 2 mm x 145 mm diamond back atherectomy device followed by lithotripsy using 7 mm x 60 mm shockwave lithotripsy device. Treatment of target lesion was performed by dilation using study device, 7 mm x 40 mm of ranger drug coated balloon. Following treatment, the final residual stenosis was noted to be 20%. The target lesion was in the left proximal superficial femoral artery with 6.5 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 80 mm and 80% stenosis and tasc ii a lesion. Treatment of target lesion was performed by dilation using study device, 6 mm x 80 mm of ranger drug coated balloon. Following treatment, the final residual stenosis was noted to be 20%. On (B)(6) 2022, during the index procedure, stenosis noted in the left profunda femoris artery (non-target lesion) was attempted to be treated using a 6.0 mm x 20 mm bsc cutting balloon however, parallel lateral circumflex branch was dilated. Post dilation, intramural hematoma was noted in the lateral circumflex branch. Subsequently, attempts to cross left profunda femoris artery using v-18 guidewire was unsuccessful. It was confirmed that bsc cutting balloon was inadvertently used the in the circumflex branch, which resulted in an intramural hematoma. On (B)(6) 2022, the subject was discharged from the hospital on dual antiplatelet therapy.

Event description:
Elegance clinical trial: it was reported that intramural hematoma occurred. The subject underwent treatment with ranger drug-coated balloons on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left common femoral artery with 6 mm proximal reference vessel diameter and 6.5 mm distal reference vessel diameter with lesion length of 60 mm and 80% stenosis and tasc ii a lesion. Prior to target lesion treatment with study device, atherectomy was performed with 2 mm x 145 mm diamond back atherectomy device followed by lithotripsy using 7 mm x 60 mm shockwave lithotripsy device. Treatment of target lesion was performed by dilation using study device, 7 mm x 40 mm of ranger drug coated balloon. Following treatment, the final residual stenosis was noted to be 20%. The target lesion was in the left proximal superficial femoral artery with 6.5 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 80 mm and 80% stenosis and tasc ii a lesion. Treatment of target lesion was performed by dilation using study device, 6 mm x 80 mm of ranger drug coated balloon. Following treatment, the final residual stenosis was noted to be 20%. On (B)(6) 2022, during the index procedure, stenosis noted in the left profunda femoris artery (non-target lesion) was attempted to be treated using a 6.0 mm x 20 mm bsc cutting balloon however, parallel lateral circumflex branch was dilated. Post dilation, intramural hematoma was noted in the lateral circumflex branch. Subsequently, attempts to cross left profunda femoris artery using v-18 guidewire was unsuccessful. It was confirmed that bsc cutting balloon was inadvertently used the in the circumflex branch, which resulted in an intramural hematoma. On (B)(6) 2022, the subject was discharged from the hospital on dual antiplatelet therapy.

Manufacturer narrative:
A1- patient identifier: (B)(6). A2: age at time of event: 71 years old at the time of study enrollment.